Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking thumbwheel were unable to be replicated in a testing environment due to the condition of the returned device. The reported material separation was able to be confirmed. The reported stent material deformation was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the severely calcified anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Interaction and/or manipulation of the device resulted in the reported shaft separation/noted stent sheath/I-beam/tip separation and the noted outer member crack likely contributing to the reported difficulties. Manipulation of the device ultimately resulted in deploying the stent however the stent was reported damaged due to the manipulation. As reported, a 6.0x120 absolute pro stent was successfully used to make space for an acceptable vascular flow in the iliac, where the damaged stent was placed and the separated shaft was fixed so it would not migrate. A clinically significant delay was noted due to the required manipulation. The reported patient effect of stent embolization is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use, as an adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. The reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion in the right iliac artery. The lesion was accessed via the left groin therefore a cross over technique was used to advance the 7.0x40mm absolute pro self expanding stent system (ses). At some point during deployment it was not possible to turn the thumb wheel; however the stent was deployed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Subsequent to the previously filed reports, further information was provided. It was reported the procedure was to treat a severely calcified lesion in the right iliac artery. The lesion was accessed via the left groin therefore a cross over technique was used to advance the 6.0x80mm absolute pro self expanding stent system (ses). During an attempt to deploy the stent, difficulty was noted while turning the thumbwheel; however, the stent was deployed. The 7.0x40 absolute pro ses was advanced for further treatment. During an attempt to deploy, the thumbwheel was difficult to turn and could not be turned anymore. At this point, the stent was partially deployed and it was not possible to retract the ses. The ses was rotated and retracted and the stent released from the introducer and the shaft separated. The stent was deployed; however, it was not in the intended location and noted to be damaged due to the manipulation. As the damaged stent was not deployed in the iliac, a third 6.0x120 absolute pro stent was successfully used to make space for an acceptable vascular flow in the iliac, where the damaged stent was placed and the separated shaft was fixed so it would not migrate. A clinically significant delay was noted due to the required manipulation. Additionally, due to the manipulation in the iliac, an embolization was noted in the distal profunda after the second absolute pro stent was deployed. Heparinized treatment was performed to treat the embolization. No additional information was provided.

Event description:
It was reported the procedure was to treat a severely calcified lesion in the right iliac artery. The lesion was accessed via the left groin therefore a cross over technique was used to advance the 6.0x80mm absolute pro self expanding stent system (ses). During an attempt to deploy the stent, difficulty was noted while turning the thumbwheel; however, the stent was deployed. The 7.0x40 absolute pro ses was advanced for further treatment. During an attempt to deploy, the thumbwheel was difficult to turn and could not be turned anymore. At this point, the stent was partially deployed and it was not possible to retract the ses. The ses was rotated and retracted and the stent released from the introducer. The stent was deployed; however, it was not in the intended location and noted to be damaged due to the manipulation. As the damaged stent was not deployed in the iliac, a third 6.0x120 absolute pro stent was successfully used to make space for an acceptable vascular flow in the iliac, where the damaged stent was placed. A clinically significant delay was noted due to the required manipulation. Additionally, due to the manipulation in the iliac, an embolization was noted in the distal profunda after the second absolute pro stent was deployed. Heparinized treatment was performed to treat the embolization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other absolute pro mentioned in b5 will be filed under a separate medwatch report.